Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the superior mesenteric artery. A 6.0 x 60 x 135 cm express ld vascular stent was advanced to treat the lesion. However, prior to crossing the lesion, the stent detached from the balloon and was not able to perform properly and the procedure was cancelled. There were no patient complications reported.

Event description:
It was reported that stent dislodgement occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified superior mesenteric artery. A 6.0 x 60 x 135 cm express ld vascular stent was advanced to treat the lesion. However, prior to crossing the lesion, the stent detached from the balloon and lodged before it reaches the lesion. The device was not able to perform properly, and the procedure was cancelled. The dislodged stent was removed and there were no patient complications reported. It was further reported that, the detached device was removed through surgical procedure.